Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating a power on reset occurred, and an issue with wireless telemetry. T-wave oversensing (twos) was identified in episode 842, leading to inappropriate shock. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that a high voltage therapy delivery caused a power on reset (por) to occur with the implantable cardioverter defibrillator (ICD). Wireless telemetry was not available after the reset, and only markers were available; no electrograms were visible. In addition, t-wave oversensing (twos) was exhibited with the right ventricular (rv) lead. The device was reprogrammed, and later the device and lead were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.